Manufacturer narrative:
Device evaluation: analysis of the returned device identified eight to the specification, voids in the gel, crease fold and wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is the unit is not ruptured.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "silicone leak." Device remains implanted.